Manufacturer narrative:
Correction: this field was incorrectly marked as yes in the initial report. This field has been corrected to no.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the burr device that was stuck in the attachment device was fractured. Therefore, the reported condition was confirmed. It was also determined that the bearings were worn out on the attachment device which caused the cutter to become stuck. The burr device was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the burr stuck was stuck in the attachment device. During in-house engineering evaluation, it was determined that the burr device was fractured. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected data: the date the device was returned to the manufacturer was reported as 11/19/2018 in the initial report and has been updated to 11/27/2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.